Event description:
Pulmonologist performing a thoracentesis for right pleural effusion. When physician pulled back on plunger the black rubber covering on end of plunger buckled coming off portion of the plunger. Physician concerned pt might develop pneumothorax.